Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further pertinent information be provided.

Event description:
It was reported that this patient presented with symptoms of cardiac tamponade and this right ventricular (rv) lead exhibited high pacing thresholds. As a result, a heart wall perforation was suspected, and a revision procedure was performed. The lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further pertinent information be provided. This lead was returned severed at approximately 205 mm from the terminal end. Only the proximal segment of the lead was returned. Visual examination noted the coils and insulation had been cut, in a way consistent with the use of a cutting tool during the explant procedure. The returned segment was tested to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits indicating no electrical shorts between conductors. Based on the available information, boston scientific concludes that although this lead passed all available testing, this event occurred as a result of a known and documented possible adverse consequence.

Event description:
It was reported that this patient presented with symptoms of cardiac tamponade and this right ventricular (rv) lead exhibited high pacing thresholds. As a result, a heart wall perforation was suspected, and a revision procedure was performed. The lead was successfully repositioned. No additional adverse patient effects were reported. Additional information was received indicating that this lead was later explanted during a system revision procedure for reasons unrelated to the original allegation in this complaint. The explanted lead was returned to boston scientific for analysis.